Manufacturer narrative:
Biocomposites is the legal manufacturer of the device. Stryker endoscopy is filing on behalf biocomposite because it was determined that the event reported was a serious injury additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that during surgery, the screw broke into pieces.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Biocomposites is the legal manufacturer of the device. Stryker endoscopy is filing on behalf biocomposite because it was determined that the event reported was a serious injury alleged failure: screw broke. According to biocomposites, probable root cause: the composite screw failure modes report and possible modes of failure identified as follows: graft/screw/tunnel not appropriately sized; resistance to insertion. The alleged failure mode will be monitored for future reoccurrence. The device manufacture date is not known at this time. (B)(4).

Event description:
It was reported that during surgery, the screw broke into pieces.